Event description:
Following a diagnostic coronary and femoral angiogram, an angio-seal device was deployed to seal the arteriotomy site. Approximately six hours post deployment and after discharge, bleeding was noted at the arteriotmy site; the patient lost approximately 2 pints of blood. A blood transfusion was not required. The patient was admitted overnight for observation and discharged.